Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider. There was increased intrathecal (it) medication removed during a pump refill; the refill with the volume discrepancy occurred on (B)(6) 2015. The reservoir had 11 ml of residual medication left, however the programming indicated the reservoir should have had 7.1 ml of medication left. The catheter dye study was scheduled after that volume discrepancy, and they were unable to aspirate the catheter. It was indicated that the catheter was partially obstructed and the patient experienced increased pain. The patient had been scheduled for a catheter replacement on (B)(6) 2016, but it was delayed as they were waiting for cardiac clearance to perform the surgery. The volume discrepancy was noted as having been related to the catheter issue.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) and also directly from the hcp, regarding a patient who was being treated with dilaudid (10 mg/ml at 5.776 mg/day) intrathecal therapy via an implanted pump. The therapy was reported as ongoing. Information regarding other medication the patient was taking at the time of the event was requested but not provided. The patient's medical history included failed back syndrome with lbp (low back pain), recent increased lbp with increased returned volume of 15 ml residual volume noted during pump refill. The pump's indication for use (IFU) was noted as spinal pain. The rep was contacted to support a catheter access port (cap) dye study. The hcp stated that they had done numerous increases on the pump and the patient was not having efficacy. When the cap dye study was conducted on (B)(6) 2016, no drug or cerebrospinal fluid (csf) fluid was able to be aspirated from the catheter, so the procedure was aborted. The patient's status at the time of the report was reported as alive with no injury and it was noted that the issue had not resolved at the time of the report. The hcp indicated that the cause of the inability to aspirate the catheter was not determined. The hcp noted that there were no additional symptoms. The issue had not been resolved. The rep reported that a catheter revision was scheduled for (B)(6) 2016. Follow-up was conducted for clarification regarding the medical history information provided, the date the volume discrepancy was discovered, the cause, details (including actual and expected residual volumes, troubleshooting, and resolution information) of the reported discrepancy. If additional information is received, a follow-up report will be sent.